Manufacturer narrative:
No device has been returned to olympus to date. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus sales representative was informed that the customer oes elite high-definition autoclavable telescope has a lens defect, ¿lens is cracked¿. The customer reported defect was found at reprocessing. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The lens was cracked. In addition, the following non-reportable malfunctions were found during the device evaluation. Outer tube was bent, fibers at distal end are broken and debris was noted in the eyepiece. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the broken lens was excessive force. However, a specific cause of the broken lens was not established at this time. Olympus will continue to monitor field performance for this device.